Manufacturer narrative:
The complaint of premature discharge of battery was confirmed. As received, the device was at ddd mode. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Actions have been taken to prevent reoccurrence. The device was then programed to nominal settings for the remainder of the analysis. Additional testing was performed indicating normal device functionality and high current condition could not be reproduced. Longevity assessment was performed, the implant duration didn¿t meet the projected longevity indicating premature battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient in clinic. Upon interrogation, it was observed that the patient's pacemaker (pm) exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2021. The patient tolerated the procedure well and was discharged in stable condition.